Event description:
User experienced discrepant hcg results for one pt sample. Initial result gave 0.377 miu/ml. This result was questioned by the physician. The sample was reported twice in 2008, resulting at 7202 and 8667 miu/ml, and a third time two days later, giving 6805 miu/ml. No information provided to determine if any adverse events occurred. It additional information is received, appropriate notification will be provided.